Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 20 atmospheres for 10 seconds, the balloon ruptured and a pinhole was noted on the balloon. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was located in the iliac vein. Prior to mustang balloon catheter, a 5.0x150x90mm sterling balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 10 seconds, the balloon ruptured.

Manufacturer narrative:
B5: updated desribe event or problem.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 20 atmospheres for 10 seconds, the balloon ruptured and a pinhole was noted on the balloon. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.